Event description:
Information was received indicating that a smiths medical pump has an error code. There were no reported adverse events.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a cassette not attached properly alarm. A visual inspection was conducted and there was no error code. The reported issue was unable to be verified. The event log showed no error code occur. Further investigation found that the pump was working properly. There was no fault found with the returned pump.